Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 450 mg/dl. Customer was using insulin pump within 48 hours at the time of event. Customer stated that the insulin pump gave insulin flow blocked alarms. Customer stated that it was not resolved by complete set change. The insulin pump will not be returned for the analysis.